Event description:
It was reported that this pacemaker was interrogated with a programmer and was discovered to exhibit code 1003, indicative of the battery voltage being too low for the projected remaining capacity. The pacemaker was also noted to have reverted to storage mode as well, which subsequently meant no pacing was being delivered to the patient. Boston scientific technical services provided troubleshooting options and advised with device replacement. The pacemaker remains in service and no additional adverse patient effects were reported.